Event description:
It was reported that during use on a patient, this intra-aortic balloon pump experienced low helium pressure alarms. Despite the alarm conditions, the bar graph on the console showed an adequate helium supply. Then, the pump could not be restarted. As a result, the console was exchanged off the patient. There were no further reported difficulties or patient complications.